Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level reached 14.4 mmol/l (259.2 mg/dl). The pod was worn less than an hour. It was noted that the needle did not retract and the cannula was not inserted correctly into the infusion site. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The device was received fully deployed. No damages capable of causing the needle's reported failure to retract were observed to the device. The cause of this event could not be determined. No damages capable of preventing the proper insertion of the cannula were observed. The cause of this event could not be determined.